Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV and seroma-late. Later healthcare professional reported use error and rupture which is not device related. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Crease fold/of implant: no observed. Calcification : no observed. Seroma-late : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture -ndr: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Use error : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.